Event description:
It was reported that when the device was used during a laparoscopy procedure, there was bleeding (amount not available) from the staple line of gastric artery with atw45. The surgeon fired another device to control bleeding. It is unknown how the case was completed. There was no consequence to pt.